Event description:
Customer reports the use by date on the compact test drum as 9/2007. Manufacturer's batch record confirmed the actual use by date to be 3/31/2007. No adverse event reported. Requested return of suspect device and replacement was sent.